Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and troubleshooting revealed a leaky drive manifold (power-up test fails code #___ #3 (reservoir vacuum)) and a blocked case fan in the device. Drive manifold renewed. Case fan cleaned and blockage caused by internal cable removed. The two problems together may have caused the overheating. Functional test, inspection and test endurance run carried out, device ok. Device is ready for use.

Event description:
It was reported that on (B)(6) 2025 cardiosave intra-aortic balloon pump (iabp) was used on a patient immediately after the battery maintenance program was completed. Device had an 'overtemperature in the system' alarm and error code #3, however; on (B)(6) 2025 device showed an alarm message of "overtemperature in the system". The user ended the iabp therapy because the patient's overall therapy had been stopped. The patient has since died, but according to the user, there is no direct connection to the iabp alarm situations.

Manufacturer narrative:
Due to character limitation, below field are added from e. Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.